Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 106 mg/dl. The customer's mother stated that the escape buttons are working intermittently. The customer's mother does not recall any significant events leading to keypad issue. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump was received with high idle current, problem isolated to mother board. No battery out limit alarms noted. The insulin pump was successfully downloaded to carelink. The insulin pump was received with back light functioning properly. The insulin pump was received with minor scratches on lcd window.